Event description:
It was reported the patient experienced erosion on the left scalp between the extension and the electrode, proximal to the extension incision over intact skin. Cultures taken tested positive for two strains of methicillin-resistant staphylococcus aureus (mrsa). The physician assessed that the patient had an increased risk of infection due to being on pradaxa for lupus anticoagulation and history of deep vein thrombosis (dvt)/pulmonary embolism (pe). The patient underwent a procedure where the deep brain stimulation system was removed. The devices were discarded by the facility and were not returned for analysis.

Manufacturer narrative:
Event date: exact date unknown, event occurred prior to explant on (B)(6) 2021. Additional suspect medical device components involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(4); batch: 7077509. Product family: dbs-ipg-r-MRI; upn: m365db1200s0; model: db-1200-s; serial: (B)(4); batch: 744531. Product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(4); batch: 7078168. Product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(4); batch: 7080604.